Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system experienced a communication failure. The technical support specialist (tss) dialed into the station and identified that the data was sending to the server but not receiving. Tss identified that the synchronization log shows a unexpected error. Tss performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device was not communicating and was placed in critical override with the alternate user marian ordonez. Device was then communicating however; the device remained in critical override. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.